Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software product; ID hh9020tdd lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. It was reported that the patient stated when they were trying to connect to the pump to bolus, the handset stops at 90% for well over 10 minutes. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance. Patient stated the handset started lagging "a long time ago" then stated "maybe about 4 months ago or so".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain. It was reported that the reason for the call was the patient reported that they were having the issue of when requesting a bolus it was taking a long time an confirmed lagged at 90%. The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient would call back if they needed further assistance. The software version was 2.0.1700 and bolus per day was 10.